Event description:
The customer reported to baxter (B)(4) a leak in samples found in the med room of the facility. She reported 4 vial mate adaptors that leaked. No patient involvement, medical intervention or patient injury was reported. No sample is reported to be available.report 1 of 4.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.